Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently customer's blood glucose (bg) was slow to lower after a bolus was delivered and customer delivered additional boluses which resulted in a low bg (below 50 mg/dl). Customer consumed food to address low bg. Recommendation was made for customer to discuss event with a healthcare provider.